Manufacturer narrative:
It was discovered on february 26, 2019 that the initial emdr for this incident (manufacturer report number 3008344661-2018-00108) was submitted under the incorrect manufacturing site. This emdr is being submitted to correct the manufacturing site. Two samples from the patient were provided. The returned patient sample (B)(6) was tested with the likely cause lot. The sample was tested for dilution linearity using a manual 1:15 dilution and then further treated with a heterophilic blocking tube (hbt). The neat sample gave a similar result to that observed by the customer and therefore the customer observation was reproduced. The results for the sample dilution and for the hbt treatment for sample (B)(6) were outside the evaluation acceptance criteria. Therefore, interference was identified in this sample. There was insufficient volume of sample (B)(6) to assess for potential interference. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a positive architect total b-hcg result of 151 miu/ml was generated for a patient on (B)(6) 2018. The patient went to a different laboratory on (B)(6) 2018 and bhcg testing there was negative using the beckman coulter method. The patient was tested again on (B)(6) 2018 using the architect total b-hcg assay and the result was still positive at 88.8 miu/ml. The same sample was tested using the istat bhcg method and the result was negative. The patient received biotin via IV (B)(6) 2018 and the customer questioned whether this may have caused the false positive architect results. No adverse impact to patient management was reported.